Event description:
The stent dislodged from the balloon inside the guiding catheter during use. The physician used a 6f guiding catheter and loaded the herculink plus without any difficulty; however, the physician wanted to reposition the device, prior to deployment and in order to do so he tried to retrieve it and could't. Despite his efforts the stent remained stuck in the guiding catheter. The whole unit, guiding catheter with the stent was removed without incident.